Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) during attempting to reposition the helix did not fully disconnect from the tissue and upon remove the rvlp from the catheter it was noted that the helix had completely sprung. The physician elected to complete the procedure with a new rvlp. The patient was stable throughout the procedure.

Event description:
Additional information received indicates that after fixating, there was poor current of injury and capture thresholds, and the physician elected to reposition the right ventricle leadless pacemaker (rvlp), while rotating counterclockwise and covering the helix with the protective sleeve the stretched helix was noted.